Event description:
A patient reports while activating a pod the needle mechanism had deployed prior to placement at the pod infusion site. In addition the patient reports the pods adhesive was not sticking well. The patients reported blood glucose level was between 70 mg/dl and 120 mg/dl. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981u1ueschyc1 hardware: sm-g981u1 cgm sensor type: g7.